Manufacturer narrative:
Procedural image review:the images capture a lesion site in the rca as reported. Pre-dilation is evident from the images. The further treatment of the rca is visible with unidentified devices. There were no images capturing the attempted delivery of the nc solarice balloon. There were also no images capturing the attempted delivery of the resolute integrity device, or the subsequent stent deformation. Evaluation summary : the stent was positioned between the marker bands but not meeting specifications due to deformation of the distal wraps. Deformation was evident to the 1st, 2nd and 4th distal stent wraps with struts raised. Slight deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, one nc solarice rx balloon catheter and one resolute integrity rx coronary drug eluting stent were used to treat a severely tortuous lesion located in the rca. Both devices were inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. Both devices passed through a previously deployed stent. Resistance was encountered when advancing both devices. Excessive force was used during delivery of both devices. It was reported that during the pci procedure, the nc solarice balloon was broken from the shaft part. The device returned with a kink/bend in the hypo-tube. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. It was reported that while attempting to use the resolute integrity stent that stent deformation occurred in vivo during positioning/ advancement. It is indicated that a strut of the stent was raised because of lesion tortuosity. The procedure was completed using another medtronic stent. It is stated that the event was due to use of the device in difficult lesion morphology/ anatomy, i.e. The event was procedural related and not device related. The patient is reported to be alive with no injury.